Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turns on when plugged into a power source. In addition the customer reported a high blood glucose level of 249 (mg/dl), which was addressed with a manual injection. The customer reported that the pump would continue to be used for insulin therapy, and had manual injection supplies available. The customer declined troubleshooting and any further assistance.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported high blood glucose event was identified. Additionally, a different issue was identified.